Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had complaints of tiredness one day post implant. It was confirmed via fluoroscopy that the atrial lead dislodged. The lead was explanted and replaced. The patient's condition post procedure was stable.